Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). Prevention of bleeding at the vascular access site is listed in the IFU, however conditions of alleged bleeding unknown. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 02/22/2017 as follows: it is alleged the patient experienced bleeding and acute pulmonary embolism involving a right lower lobe segmental branch. Multiple additional eccentric filling defects involving right sided pulmonary arteries, most consistent with chronic pulmonary emboli.

Manufacturer narrative:
Although the patient it is stated that the plaintiff is deceased, our records indicate that the device was not involved. No further details have been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on(B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.